Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 270 mg/dl. Customer was able to clear the alarm and also able to rewind the insulin pump. Customer advised to perform self test but it did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Hardware low level failures confirmed in insulin pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). No audio anomalies or hardware low level failures noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. A blood glucose meter was connected to the insulin pump, tested a control glucose solution and successfully communicated to the insulin pump.